Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occured in japan. It was reported that the patient was hospitalized due to high blood glucose (450 mg/dl) and ketoacidosis on (B)(6) 2026. The elevated blood glucose levels persisted for approximately half a day. The patient received treatment with intravenous fluids and insulin pen. No further information is available.